Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not able to power on. They replaced the battery, but that didn't resolve the issue. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device was not able to power on. They replaced the battery, but that didn't resolve the issue. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power module pcb assembly, therapy pcb assembly, system pcb assembly, and user interface pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.